Event description:
Event description guidant received information that thie rate/sense portion of this transvenous defibrillation lead was capped at a replacement procedure due to insulation abrasion and conductor fracture. A new rate sense lead was successfully implanted.